Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The blood glucose reading was 124 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor assembly. The displacement test could not be performed due to the motor error alarm. The insulin pump was also received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.